Manufacturer narrative:
Block b3: date of event: date of event was approximated to be (B)(6) 2026 (first day of the month) as no event date was reported. Block d4, h4: the complainant was unable to report the upn and serial number; therefore, the unique identifier (UDI) number, manufacture date, and expiration date are unknown. Block h6: imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that several trapezoid rx failed during several procedures on unknown dates. During the procedure, the tip of the basket failed to separate and the handle broke. The outcome of the procedure is unknown. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.